Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an admiral extreme with a non-medtronic 6fr sheath and a non-medtronic 0.035 guidewire to treat a 40mm severely calcified lesion with 90% stenosis in the proximal right common iliac artery. The artery diameter was 9mm. No tortuosity was reported. No embolic protection used. No damage was noted to packaging and the device was prepped with no issues identified. It was reported that during the first balloon inflation, using non-medtronic fluid, to a pressure of 6atm¿s a pin hole burst occurred. Resistance was encountered during advancement, but no excessive force was used. The device did not pass through a previously deployed stent. All fragments of the balloon were retrieved from the patient. The procedure was completed with another 60mm balloon and an 9 x 38 non-medtronic stent. A good angiographic result was observed. No patient injury was reported.

Manufacturer narrative:
Additional information: negative prep was not performed. The device was removed under aspiration without any issue. Evaluation summary: the device was returned for evaluation within its original box. A visual and a tactile inspection was performed: no issue was detected. A 0.035¿ guidewire was successfully advanced through the device. Negative pressure was applied to the balloon; the purging test failed, as persistent air bubbles were visible in the water column of the manometric syringe. During an attempt to inflate the balloon, a balloon pinhole was detected. If information is provided in the future, a supplemental report will be issued.